Event description:
It was reported that during service and repair pre-testing it was discovered that the craniotome device had a "tip bent and drilled". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If additional information should become available, a supplemental report will be sent accordingly.